Event description:
The manufacturer received information alleging a dream station 2 auto CPAP device smelled burned and there was smoke coming out of the machine and right side of the screen at the bottom lit up. It is unknown if the device was in patient use at the time of the incident. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.